Manufacturer narrative:
Device investigation underway. This will be filed in a follow up report.

Event description:
During crt-d implantation the vision of streamer was impossible. It is necessary a very high quality scopy. They think is a reason to not implant biotronik-crt-d.